Event description:
The customer reported the remote user interface / joystick (rui) was not working. When the motorized movements are completely down, the cranial and caudal movements are not available. The system would be effectively unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rui (remote user interface) assembly was replaced. The system was then found to be operating as intended.